Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture causing high impedance measurements of over 3000 ohms. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture causing high impedance measurements of over 3000 ohms. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Environmental stress cracking (esc) was observed at approximately 180 from the terminal pin, on the surface only. Noted deformed coils at approximately 120, 193, and 200 mm from the terminal end. The outer coil conductor resistance measured as an electrical open, indicating a fractured or broken conductor. A fractured outer coil conductor was observed at approximately 193 mm from the terminal end. Fracture characteristics are consistent with clavicle/first rib damage. Coils are stretched and white residue at fracture site. An x-ray confirmed outer coil fracture.